Event description:
The customer reported that the paddle set failed to discharge.

Manufacturer narrative:
The limited available information is most consistent with this failure being a malfunction of the external paddle sternum discharge switch. However, we were unable to confirm this because the paddle set was not available for evaluation. The manufacture date could not be determined since the date code was not provided by the customer.